Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the hospital for an unrelated event. A merlin transmission was sent and reviewed where it was observed the implantable cardioverter defibrillator was post-paced t-wave oversening. Programming changes were completed to address this issue. The patient was stable.